Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery test. There was no excessive no delivery alarm on the device. The device was received with cracked reservoir tub lip, cracked battery tube threads, minor scratches on the lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 500 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.